Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; a product evaluation could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 11-301310, arcos con sz a hi 50mm, lot: 66160898. 110031012 28mm i.d. 44mm o.d. Size f bearing, lot: 67246383. 110024464, g7 dual mobility liner 44mm f, lot: 67269688. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right hip arthroplasty on an unknown date and was revised due to unknown reasons. It was reported that no further information is available.